Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed. Post implant the watchman flx device was noted to be canted and a significant peri-device leak developed. The patient also had significant mitral regurgitation and needs surgical intervention treatment and was going to be referred to a surgeon for mitral valve surgery and removal of the watchman device along with laa ligation/closure.

Manufacturer narrative:
Date of event and implant date: estimated as the aware date.

Manufacturer narrative:
Date of event and implant date: estimated as the aware date.

Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed. Post implant the watchman flx device was noted to be canted and a significant peri-device leak developed. The patient also had significant mitral regurgitation and needs surgical intervention treatment and was going to be referred to a surgeon for mitral valve surgery and removal of the watchman device along with laa ligation/closure.